Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis of the lead (lot#: va2d0w8) revealed that conductor #2 was broken 21.5cm from the distal end. All conductors were cut 7.1cm from the proximal end. Continuation of d10: product ID 978b133. Lot# va2d0w8. Serial# (B)(6). Product type: lead. Product ID 978b133. Lot# va2d0w8. Serial# (B)(6). Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient states they had surgery yesterday to repair the entrance to the urethra. Patient states the surgery was not related to the device/therapy. Patient confirmed they did not turn stimulation off prior to the surgery and now the patient is unable to communicate with the implant. Patient stated they just tried for the first time since surgery today. Patient services had patient attempt to connect to the implant and patient was seeing device is not responding. Patient tried repositioning the communicator several times but was unable to connect, ensuring they were using the proper app, but the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from a healthcare professional (hcp). The hcp reported, that the device was a non-functional device. And it was explanted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.